Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported an implant migration and leak, and a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a 40mm watchman flx pro closure device was implanted. At an unknown date in (B)(6) 2024, approximately six (6) months post index procedure, the patient presented to the emergency room (ER) with a stroke. Transesophageal echocardiogram (tee) imaging revealed that the closure device appeared to have migrated from its original implanted location and a leak greater than 5mm was present. Thrombus was not present. The physicians placed the patient back on blood thinning medication. The patient is expected to fully recover.

Event description:
It was reported an implant migration and leak, and a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a 40mm watchman flx pro closure device was implanted. At an unknown date in (B)(6) 2024, approximately six (6) months post index procedure, the patient presented to the emergency room (ER) with a stroke. Transesophageal echocardiogram (tee) imaging revealed that the closure device appeared to have migrated from its original implanted location and a leak greater than 5mm was present. Thrombus was not present. The physicians placed the patient back on blood thinning medication. The patient is expected to fully recover.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. Media from the clinical procedure was provided to bsc and reviewed by members of the bsc training team, medical safety, physician training, and clinical specialists. The media review report concluded: procedural imaging shows that device did not meet release (pass) criteria for position. H6 device code updated from difficult to open or close a051104 to failure to seal a050705 h6 evaluation code updated from cmc - no problem detected to failure to follow instructions.